Event description:
Incident as reported: lavh, bso- "when trocar was being inserted in pt, it broke in pieces." Pt status: okay.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation.